Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What surgical procedure was being performed? What was the role, training, and experience with the circular stapler of the assistant that fired the device? Can you please clarify ¿without taking the safety pin off¿? Can you confirm if the red safety was removed prior to firing? If so, when? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete cutting washer transection confirmed in the initial procedure? Was a leak test conducted? If so, what was the result? Were there any issues noted with staple formation during the initial procedure? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the assistant fired the circulair stapler without taking the safety pin off. It was unknown if the stapler was closed properly (it seemed so because of the 2 well formed donuts) the anastomoses was checked after firing. No remarkable problems, anastomoses was not hand-sewn. Post op: there were some consequences for the patient: an anastomotic leakage occurred. The staples were all still open. On the 2nd day post op the patient was dismantled and a stoma was constructed. What action was taken/required to manage the problem during the procedure? The anastomoses was checked after firing the circulair stapler. Everything seemed fine. 2 well formed donuts in the stapler. No bleedings or leakages at that time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was damage to the safety pin seen intra-operatively? Was the assistant able to fire the firing handle completely despite the safety not being released? The safety pin was split longitudinally through the cut and the trade could be completely depressed. The trade could then also open again. We can still easily dismiss the safety pin in the normal way. Again trafficked but did not have resistance again. So the entire movement of staples and knife was already made.

Manufacturer narrative:
Product complaint # (B)(4). What surgical procedure was being performed? Lap. Lar. What was the role, training, and experience with the circular stapler of the assistant that fired the device? Unknown. Can you please clarify ¿without taking the safety pin off¿? The assistant fired the device and dints move the red safety pin before! Can you confirm if the red safety was removed prior to firing? If so, when? No, red safety pin was not removed before firing! Where in the green gap setting scale was the indicator located prior to firing? Unknown, but the indicator was somewhere in the green area. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Was a complete cutting washer transection confirmed in the initial procedure? Unknown. Was a leak test conducted? If so, what was the result? Unknown. Were there any issues noted with staple formation during the initial procedure? No. What is the current patient status? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was damage to the safety pin seen intra-operatively? Was the assistant able to fire the firing handle completely despite the safety not being released?